Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns wand was not able to communicate during interrogation. The wand was returned and product analysis completed. The analysis revealed that the cause of the communication problems was an intermittent conductor in the serial data cable. A known good bench serial data cable was substituted and all communications errors cleared and the wand performed per specifications.